Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges metallosis, fatigue, swelling, inflammation, dislocation, headaches, hearing loss, pseudotumor, necrosis, deterioration and instability of the right hip, gastrointestinal problem, cholecystitis and gallbladder removal. After review of medical records for MDR reportability, the patient was revised to address large pseudotumor causing soft tissue destruction and significant metallosis with cystic changes. Revision notes reported elevated metal ions, aspirated turbid dark black fluid and metallosis within the synovial tissue. The screw was removed and the cup is well fixed. Clinical notes stated that patient previously fell and dislocated and was reduced in ER. MRI showed a significant pseudotumor. Doi: (B)(6) 2002; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to previous allegations, ppf alleges metal wear.